Manufacturer narrative:
Evaluation codes: results: (other) - 1 of 2 cuffs show excess force applied to u-bar causing retaining plate to bend. Both cuffs have tip of u-bar sheared off by excess force.

Event description:
It was reported that on a posey biothane cuffs model 2900 the d-ring bars broke off both cuffs. No pt injury reported.